Event description:
It was reported that the patient called to report having pain at the implant site due to developing an allergic reaction to the steri strip used to close the wound and an allergic reaction to the device. The device was removed and no new device was implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analysis was performed with no anomalies found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).